Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-may-2023 . H6: investigation summary a complaint of product malfunctioning was received from the customer. Four samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. Three of the four samples had separated at the filter. No damage was seen to the tubing, and no solvent could be seen. A device history record review for model 10013902 lot number 22089085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause of this failure has been determined as assembling the set without use of fixture to ensure the correct insertion of tubing in the component.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing separated from the filter before starting the chemotherapy infusion. The following information was provided by the initial reporter: " could you describe in more detail what happened with the product? The product tubing came apart from the plastic filter... Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? All filters came apart before chemotherapy was started. Chemo spill could have resulted."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing separated from the filter before starting the chemotherapy infusion. The following information was provided by the initial reporter: " could you describe in more detail what happened with the product? The product tubing came apart from the plastic filter. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? All filters came apart before chemotherapy was started. Chemo spill could have resulted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.